Event description:
It was reported that the customer had food poisoning, and believed that the insulin pump was also over delivering insulin with the basal rates. It was stated that the insulin pump was bumped on the toilet seat as well. It was stated that the customer had to eat more carbohydrates to treat for low blood glucose levels. Troubleshooting was performed, and it was stated that the insulin pump made a rattling sound when shaking it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No rattling noted during testing.